Event description:
This patient presented complaining of pain at the ICD site. The pocket was successfully revised (B)(6) 2011 and all records indicate that this device remains actively implanted. Should additional information become available, this event will be updated.